Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3

Event description:
Reference number (B)(4). Event occurred in the united states. On 09-jun-2024, it was reported that the patient faced infusion set fell off during use, which cause the patient blood glucose elevated to 300 mg/dl. The infusion set was in use for 3 to 5 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.